Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 24-aug-2015, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a lead implanted on (B)(6) 2013. Then, 1-2 weeks after that implant, the patient experienced a loss of stimulation in their left arm. They had an x-ray performed, which showed that the lead had "fell down". To address this, they had another surgery around (B)(6) 2013. The cause of the lead falling down was suspected to be due to the removal of scar tissue around the anchors that was performed during the lead implant on (B)(6) 2013. No further complications were reported or anticipated.